Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4).. The purpose of this MDR submission is to include the additional event information received on 26-jan-2023. [Additional information]: on (B)(6)2023, additional information was received indicating that the bleed was a subarachnoid bleed; no medical nor surgical intervention was required for the small trace of bleed reported. The patient status has improved. The additional information indicated that the embotrap iii device made only one pass. ¿using the embotrap iii and the solitaire, a certain degree of reopening was achieved in a total of four passes, and the procedure was completed.¿ the embotrap iii device was used because reopening could not be obtained after the use of the 4mm x 40mm solitaire stent retriever. The physician commented that he believes the reported trace bleed can occur with any stent retriever device. E.1: initial reporter phone: (B)(6) updated sections: b.4, e.1, e.3, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the healthcare professional reported that the 72-year-old female patient underwent a thrombectomy procedure that was targeting an occlusion in the inferior m2 segment of the middle cerebral artery (mca); a 5 mm x 37 mm embotrap iii revascularization device (et309537 / 22b067av) was used via the combined technique. One pass was made with the embotrap iii device after which three more passes were made with a 4mm x 40mm solitaire¿ revascularization device (medtronic). It was reported that bleeding occurred after the removal of the embotrap iii device, ¿probably because there was a hard thrombus.¿ the bleeding stopped after a while. Continuous flush was maintained during the procedure. It was reported that the original area of cerebral infarction did not spread and recanalization was obtained, but computed tomography (CT) findings showed a small trace of bleeding. The patient was hospitalized. Angiography confirmed subarachnoid hemorrhage (sah) after the thrombus was removed with the complaint embotrap iii device. The condition was monitored for a while, and imaging was performed again. The bleeding stopped. The reported event was considered non-serious (moderate / minimal) because considering the bleeding risk of thrombus removal, a total of four passes were made, so bleeding to some extent is unavoidable. The physician commented that, ¿the relationship with the devices or procedure can be ruled out because there is some risk of bleeding, and bleeding can occur with any stent retriever.¿ based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (22b067av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Subarachnoid hemorrhage is a potential complication associated with the embotrap iii device and is listed in the instructions for use (IFU) as such. The device performed as intended and no new patient consequences have occurred related to the use of the device. However, the event occurred during the procedural use of the embotrap iii device and the relationship of the embotrap iii to the reported event cannot be excluded. Therefore, this event meets MDR reporting criteria as a ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 72-year-old female patient underwent a thrombectomy procedure that was targeting an occlusion in the inferior m2 segment of the middle cerebral artery (mca); a 5 mm x 37 mm embotrap iii revascularization device (et309537 / 22b067av) was used via the combined technique. One pass was made with the embotrap iii device after which three more passes were made with a 4mm x 40mm solitaire¿ revascularization device (medtronic). It was reported that bleeding occurred after the removal of the embotrap iii device, ¿probably because there was a hard thrombus.¿ the bleeding stopped after a while. Continuous flush was maintained during the procedure. It was reported that the original area of cerebral infarction did not spread and recanalization was obtained, but computed tomography (CT) findings showed a small trace of bleeding. The patient was hospitalized. Angiography confirmed subarachnoid hemorrhage (sah) after the thrombus was removed with the complaint embotrap iii device. The condition was monitored for a while, and imaging was performed again. The bleeding stopped. The reported event was considered non-serious (moderate / minimal) because considering the bleeding risk of thrombus removal, a total of four passes were made, so bleeding to some extent is unavoidable. The physician commented that, ¿the relationship with the devices or procedure can be ruled out because there is some risk of bleeding, and bleeding can occur with any stent retriever.¿ other concomitant devices used during the procedure were the following: sheath introducer (9fr), a chikai guidewire (asahi-intecc), a trevo trak 21 microcatheter (stryker), an optimo¿ balloon guide catheter (tokai medical), and a goodtec y- connector (goodman).